Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Serial: the serial number was unknown. Device manufacture date: the device manufacture date was unknown. UDI: serial number unknown; (B)(4).

Event description:
It was reported from the (B)(6) that during an unspecified veterinary surgical procedure, it was observed that the small battery drive device failed. The battery of the device was replaced and the device was cleaned however the device still did not function as intended. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. D4: serial number: the serial number was unknown in the initial report. The serial number has been updated to (B)(6). The UDI has been updated accordingly. H4: device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 10/29/2019. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the small battery drive device would not run due to motor damage. It was further determined that the device failed pretest for check power with power test bench and check function of device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4). H6. Health effect - impact code: updated from no patient involvement (f27) to no health consequence or impact (f26).